Manufacturer narrative:
(B)(4). Visual inspection investigation: per the customer, prior to the start of the rbcx procedure, the patient was evaluated and pre-treated with benadryl. The physician noted that the patient's heart rate was high and notified the medical director. Per medical director's order, pre-treatment labs were drawn and the patient underwent an rbcx procedure. The run data file (rdf) was analyzed for this event. Signals in the run data file show that the system operated as intended. A service call was placed and a full machine checkout was performed. The machine is functioning per manufacturers specification. An auto test and saline run was successfully performed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a sickle cell patient was undergoing a red blood cell (rbcx) procedure. Approximately 45 minutes into the procedure, the rapid response team was called. The operator ended the procedure with rinseback. While disconnecting the patient, the patient's level of consciousness decreased and blood pressure decreased to 97/39. A medical code was called and chest compressions were performed at bedside, but the patient expired. Per the customer, an autopsy is being performed and awaiting an autopsy report. The customer declined to provide patient identifier. The rbcx set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service of the machine was performed and no issues were found. Terumo bct's service checked the machine and no issues were noted. The pressures, pumps and occlusions were also checked and all were functioning per manufacturer's specification. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: according to therapeutic apheresis: a physician's handbook, morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting. The french apheresis registry calculated an overall mortality between 1/10,0000 and 2/10,000. A patient's death during an apheresis series is most often attributed to the patient's underlying disease state and is rarely directly related to the procedure. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: according to the autopsy result, the cause for that patient death was due to patient disease state of cardiopulmonary failure due to viral myocarditis and pneumonitis.

Event description:
The autopsy report stated that the cause of death was due to cardiopulmonary failure due toviral myocarditis and pneumonitis. The autopsy also stated that the patient received rbcx procedure and transfusion of platelets and the report stated that there was no evidence that the transfusion contributed to the patient's demise.